Manufacturer narrative:
Device is a combination product. E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was found in the mid to distal stent region with stent strutslifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device was caught by the stent that came out from the circumflex coronary artery and the stent was lifted. No device part or segment remained in the patient's body and the procedure was completed with another of the same device. No patient complications no injuries were reported.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device was caught by the stent that came out from the circumflex coronary artery and the stent was lifted. No device part or segment remained in the patient's body and the procedure was completed with another of the same device. No patient complications no injuries were reported.